Event description:
It was reported that during a routine device change procedure, this pacemaker was pacing faster than expected increasing the patient's rate to 130 bpm. The physician suspected an over-reaction/response to the r-r interval. The device was returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during a routine device change procedure, this pacemaker was pacing faster than expected increasing the patient's rate to 130 bpm. The physician suspected an over-reaction/response to the r-r interval. The device was returned for evaluation.